Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The spouse of a customer indicated via phone call of unexplained high and low blood glucose, although the levels were unknown. The customer indicated that there have been 3 hospitalizations due to the low and high blood glucose. Troubleshooting found that the customer recently received tubing clamps and will call back to troubleshoot.